Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The usm was analyzed, and the complaint was not confirmed by failure analysis, but errors were confirmed via log review. The unit was installed on an in-house system, and it passed all tests. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robotics coordinator (roco) contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report the system had a non-recoverable fault. The instruments were left in place while a hard power cycle was performed. Upon system restart, the system completed self-test and the surgeon resumed control. Shortly after the system entered following mode, the system faulted again. The errors pointed to universal surgical manipulator (usm) net #1. The other da vinci was in use and they were unable to obtain a new patient side cart (psc). The surgeon required all 4 usms for this procedure and opted to abort after port placement. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not find any issues but confirmed the errors. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. The complaint was not reproduced based on the field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis, which is in progress. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed the following possible related system errors: error 32100 for 12v monitor circuit and aurora error 32114 found for the usm.